Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 585 mg/dl. Elevated bg was address by correction injection manual insulin therapy.